Manufacturer narrative:
Correction d4: lot #: remove h24a13061 and replace with asku (unknown). Additional information h11: the customer reported lot # h24a13061, however, this lot # is not recognized by baxter. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the actual device was not available; however three (3) photographs of the sample were provided for evaluation. The photographs were visually inspected and a separation between the dark blue female connector and the light blue main body was observed. The reported condition was verified. The cause of the condition was determined to be manufacturing related due to inadequate solvent application between the female connector, insert chip, and main body. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set. The event was further described as ¿the blue part was separated from the white part¿. This was further described as ¿when the patient went to disconnect the transfer set where the patient attaches to came apart so that the patient was unable to detach from the treatment¿. This was observed during use of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event date was reported as: may 2024. Should additional relevant information become available, a supplemental report will be submitted.